Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc lot in november of 2023. It was found that this order was made from the correct materials and components, and all approved processes were followed. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.